Manufacturer narrative:
Additional reporter(s): (B)(6), ccl rn / educator: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console generated an unable to calibrate optical sensor alarm. The patient¿s mean arterial pressures (maps) were consistently below 65 which the getinge representative explained was likely the cause of the issue. The customer attempted to invoke several calibrations which were all unsuccessful. Because of this, the getinge representative had the customer switch over to the fluid lumen which was clotted and unable to be aspirated. It was explained to the customer how to run the console without an arterial line source and that they would need to place another line for alternate access. The customer later contacted the getinge representative again regarding an unable to update timing alarm and a fiber optic sensor failure alarm. The getinge representative explained the issue in detail to the customer. They removed the fiber optic cable and marked it do not use as well as placed the console in semi-auto ECG to eliminate the unable to update timing alarm until they are able to gain alternate access. There was no patient harm or adverse event reported.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint # (B)(4).

Event description:
N/a